Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing and atrial fibrillation. The patient will be monitored via latitude. There were no additional adverse patient effects. The system remains implanted.